Event description:
Reporter said her insulin pen button does not click, it does not go down as if it is stuck. Reporter said she received 3 boxes that contain 5 per box. Out of the 15 pens only 3 of them worked.